Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("miscarriage/ectopic pregnancy"), abortion of ectopic pregnancy ("loss of ectopic pregnancy"), genital haemorrhage ("abnormal bleeding (general)") and haemorrhagic ovarian cyst ("ovary cysts/hemorrhagic cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3 ((B)(6) 2003, (B)(6) 2006,(B)(6) 2008). Previously administered products included for an unreported indication: nuva ring from 2007 to 2008. Concurrent conditions included body mass index normal. Concomitant products included antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief) and macrogol 3350 (miralax). In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), female sexual dysfunction ("inability to have sexual intercourse"), urticaria ("hives/ welts"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), bowel movement irregularity ("irregular bowel movements"), back pain ("severe back pain/ back pain/ lower back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2010, the patient experienced extrasystoles ("heart arrhythmia/ bygeminy/ trigeminy"), bradycardia ("bradycardia"), palpitations ("palpitations"), tooth loss ("dental problems/ tooth loss") and alopecia ("hair loss"). In 2012, the patient experienced muscle spasms ("spasms in lower back"). In 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy menstrual cycle/ heavy bleeding"), allergy to metals ("nickel allergy"), rash ("rashes"), blister ("blister"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), abdominal pain upper ("stomach cramping") and immunodeficiency ("weakened immune system"). The patient was treated with surgery (dilation and curettage and on (B)(6) 2017:hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, haemorrhagic ovarian cyst, mood swings, hot flush, female sexual dysfunction, vaginal haemorrhage, allergy to metals, rash, urticaria, blister, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, migraine, headache, extrasystoles, bradycardia, palpitations, nausea, tooth loss, dysmenorrhoea, dyspareunia, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, abdominal pain, muscle spasms and immunodeficiency outcome was unknown, the menorrhagia had resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, abortion of ectopic pregnancy, allergy to metals, alopecia, back pain, bladder disorder, blister, bowel movement irregularity, bradycardia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, extrasystoles, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic ovarian cyst, headache, hot flush, immunodeficiency, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, rash, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("miscarriage/ectopic pregnancy"), abortion of ectopic pregnancy ("loss of ectopic pregnancy"), genital haemorrhage ("abnormal bleeding (general)") and haemorrhagic ovarian cyst ("ovary cysts/hemorrhagic cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2008). Previously administered products included for an unreported indication: nuva ring from 2007 to 2008. Concurrent conditions included body mass index normal. Concomitant products included antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief) and macrogol (miralax). In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), female sexual dysfunction ("inability to have sexual intercourse"), urticaria ("hives/ welts"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), bowel movement irregularity ("irregular bowel movements"), back pain ("severe back pain/ back pain/ lower back pain") and abdominal pain ("abdominal pain"). In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2010, the patient experienced arrhythmia ("heart arrhythmia/ bygeminy/ trigeminy"), bradycardia ("bradycardia"), palpitations ("palpitations"), tooth disorder ("dental problems/ tooth loss") and alopecia ("hair loss"). In 2012, the patient experienced muscle spasms ("spasms in lower back"). In 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy menstrual cycle/ heavy bleeding"), allergy to metals ("nickel allergy"), rash ("rashes"), blister ("blister"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), abdominal pain upper ("stomach cramping") and immunodeficiency ("weakened immune system"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2017:hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).), surgery (dilation and curettage) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, haemorrhagic ovarian cyst, mood swings, hot flush, female sexual dysfunction, vaginal haemorrhage, allergy to metals, rash, urticaria, blister, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, migraine, headache, arrhythmia, bradycardia, palpitations, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, abdominal pain, muscle spasms and immunodeficiency outcome was unknown, the menorrhagia had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, abortion of ectopic pregnancy, allergy to metals, alopecia, arrhythmia, back pain, bladder disorder, blister, bowel movement irregularity, bradycardia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic ovarian cyst, headache, hot flush, immunodeficiency, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.